Manufacturer narrative:
(B)(4). The sample was received by baxter. This complaint for a report of leak was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A visual inspection confirmed a visible crack on the cap above the finger grip area. A functional test and a leak test were performed with no issues noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
On (B)(6) 2013, a patient reported to baxter that on (B)(6) 2012 when he connected a minicap to his transfer set after he completed dialysis, the minicap leaked a small amount of betadine through tiny cracks in the minicap. The patient replaced the cap with a new one. There was patient involvement, but no patient injury or medical intervention reported.